Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used during an adnexectomy, the probe of this device broke and fell off into the patient's body. The fragment of the probe was retrieved from the patient's body. The procedure was completed with another device there was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus obtained. The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke off at 17 mm from the distal end. There was no scratch around the broken part. As a result of checking the fractured surface, a crack was spread. The manufacturing history of the subject device was reviewed, with no irregularities that related to this phenomenon noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the crack occurred on the probe since the device was twisted while grasping the tissue. Also it is known that the probe broke since physical load was applied to the probe which had already been cracked. The instruction manual of this device indicated below. - do not activate ultrasonic output while twisting the insertion section to grasp hard or thick tissues or while turning the rotatable knob. The probe could contact internal parts and become damaged. - confirm that the probe is free from cracks. If cracks are found, stop using the probe immediately and replace it with a new one.